Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality the device fired and formed the remaining 13 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a total knee procedure, the staples were malformed. Only one side would form. They attempted to use another stapler from the same lot number and the same thing occurred. They opened another stapler from a different lot number and used it successfully. There were no patient consequences. Additional information: this surgeon has used this product many times.